Event description:
During preparation for cardiopulmonary bypass, the device indicated that battery backup power was not available as expected. There was no reported adverse consequence to the pt as a result of this event.